Event description:
Ventilator in use on patient. Screen went black. Patient taken off vent and ambued. Ventilator turned off and turned back on. Screen came back on then went black again. Patient placed on a different ventilator - no harm/adverse consequence to patient. Ventilator taken out of service and sent to biomed for in-house evaluation and service.